Event description:
It was reported patient (australia) lost therapy coverage of the right foot following a non-related spinal surgery. A diagnostic test revealed no issues with respect to impedance. Efforts to resolve this matter via reprogramming have yielded limited success. Follow-up on this matter found that the patient is receiving some therapy coverage to the right foot; however, the stimulation is reportedly not optimal. At this time, there are no plans for invasive intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.